Event description:
It was reported that during use in a shoulder arthroscopy, the arthroscopy pump was having problems sensing and sometimes would not flow. The tubing set was changed and the user continued to have problems. At one point, the user converted to gravity flow. In addition, the user reported that during this procedure, the visibility of the joint was limited and added time to the procedure. This event resulted in the pt having increased swelling at the surgical site. Following the procedure, it was reported that the pt was monitored closely and by the next day, the swelling had subsided. No add'l treatment was required for this event.

Manufacturer narrative:
Investigation results: the arthroscopy pump was returned for investigation. The pump was extensively tested in a simulated environment and the reported problem could not be duplicated. The pump had no failures and was found to be fully functional. Furthermore, all alarms were found to be functioning properly. The customer will be sent a letter with these findings and will be contacted for any add'l in-servicing needs.